Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. Unexplained request for table override "when the first tx beam was downloaded the customer got a table override message. The vertical table tolerance in 0.5mm. The error message indicated that the prescribed was 16.5 and since now the actual is at 17.1, it was outside tolerance. It's unclear why the system thinks that the prescribed preset is 16.5 when in reality it should be 16.9 (as confirmed in rtt/lantis)." Preliminary root cause indicates user error. Final root cause is pending a final investigation. Corrective action is pending investigation. Final risk assessment is pending. No injury has been reported.